Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired from the ilet, preventing glucose data from transmitting until troubleshooting was performed. Symptoms included no adverse clinical effects and blood glucose reportedly remained unaffected. Outcomes included restoration of glucose readings on the ilet after disabling bluetooth on the user¿s phone and smartwatch and reinitiating pairing steps. Investigation included guided troubleshooting consisting of bluetooth toggling, device restarts, and re-entry of the sensor pairing code, followed by isolation of potential interference from other paired devices. Investigation of this case revealed that bluetooth interference from concurrent connections to a phone and smartwatch impeded pairing and data relay, and functionality resumed once those connections were disabled. It was concluded, based on previously established findings for similar reports, that the cause was wireless interference from competing bluetooth connections rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.